Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with inappropriate shock due to atrial fibrillation (af) with rapid ventricular response (rvr). Patient medications were changed to restore normal parameters. There were no patient issues.